Manufacturer narrative:
Device was tested on bench and no anomalies were found.

Event description:
It was reported that the patient expired. The cause of death was chronic obstructive pulmonary disease and coronary artery disease. There is no known allegation from a health professional that suggests the death was related to the device.